Manufacturer narrative:
Approximate age of device - 5 months. Manufacturer's investigation conclusion: it is unknown if the device was explanted from the patient after expiration. Though requested, the product disposition was not provided by the site. A specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Infections (pump pocket, driveline, and local) are listed as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired due to infection on (B)(6) 2018. It was reported that the customer was unable to provide any additional information because the patient transferred care.